Event description:
During an in clinic follow-up, loss of capture was observed on the left ventricular (lv) lead). X- ray imaging was performed and the lv lead was found dislodged. The lv lead was explanted and replaced to resolve the event. The patient was stable.